Event description:
It was reported that during testing, the device had a damaged base plate, on the ends where rollers sit inside unit and finally the 3:1 roller had a nick on it. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 the reported event could not be confirmed. Review of the most recent repair record identified the following related repair: the comb and comb springs were bent so the device could not be tested and the comb and comb components were replaced to resolve the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.